Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was functional; however, one slider holder was missing and housing, irrigation front plate and main power plug were broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure of the knee it was observed that the max speed slider (lever) device would not stop at the end and would go all the way down on the console device. It was reported that there was a ten minute delay to the procedure due to the event and an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.